Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings on the adc freestyle libre sensor compared to the readings obtained on the adc blood glucose meter and hcp meter. Customer received readings of 49 mg/dl, 61 mg/dl and 63 mg/dl on the sensor which was lower compared to adc meter readings of 449 mg/dl, 446 mg/dl and 394 mg/dl. On 02-jul-2019, customer experienced symptoms described as "stress, burden and dizziness" and had contact with the healthcare provider who obtained a reading of 439 mg/dl on the hcp meter. Customer was diagnosed with hyperglycemia and treated with 6 and 4 units of insulin injection and "liosatil" tablet. No additional treatment was reported. Based on the information provided, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and the provided serial number was deemed invalid. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving low readings on the adc freestyle libre sensor compared to the readings obtained on the adc blood glucose meter and hcp meter. Customer received readings of 49 mg/dl, 61 mg/dl and 63 mg/dl on the sensor which was lower compared to adc meter readings of 449 mg/dl, 446 mg/dl and 394 mg/dl. On (B)(6)2019, customer experienced symptoms described as "stress, burden and dizziness" and had contact with the healthcare provider who obtained a reading of 439 mg/dl on the hcp meter. Customer was diagnosed with hyperglycemia and treated with 6 and 4 units of insulin injection and "liosatil" tablet. No additional treatment was reported. Based on the information provided, there was no report of death or permanent impairment associated with this event.